Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced fungal peritonitis. The patient was hospitalized for the event on the same day as onset. The cause of the peritonitis was unknown. Treatment rendered for the event was not reported. Dianeal therapy was discontinued during hospitalization and hemodialysis was initiated six days after event onset. The patient was discharged from the hospital after eight days and was reported to have recovered from the event. No additional information is available.